Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
The doctor reported capsular contracture of the right implant. Grade is not available. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening, underweight, crease fold and wear abrasion. A microscopic analysis was performed which identified a smooth crease on the anterior side. Based on the device analysis the final assessment is: a smooth crease on the anterior side due to a fold flaw opening.

Event description:
The doctor reported capsular contracture of the right implant. Grade is not available. The device has been explanted and replaced.